Event description:
Additional information received reported the leaking was where the pin connector was between the two catheter segments and all the leaks were near the pin connector site. There appeared to be cuts in the catheter near the pin connector.

Event description:
It was reported that the patient was having withdrawal symptoms. It was stated that a roller study was being performed, and possibly a dye study. Per the reporter, the health care provider (hcp) wanted to program a bolus to turn the rollers 90 degrees. The pump system was being used to deliver fentanyl and bupivacaine. It was further reported that the patient experienced a lack of therapeutic effect. A dye study was performed and revealed multiple catheter leaks. A revision was scheduled for 2013 (B)(6). It was later reported that the connector pin was explanted and replaced with a new one. The patient was doing well as of one day post-op. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8598, serial# (B)(4), implanted: 2005 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter product ID 8598, serial# (B)(4), implanted: 2005 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).